Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. A review of the device history record revealed no indication of production related anomalies, and a search of the complaint file found no other report of the involved product code and lot number combination. A retention sample was visually inspected for any anomalies, and none were noted. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, the purge line on top of the fiber bundle was sheared off. No pt involvement as this occurred during setup. The product was not used. The surgery was completed successfully.